Event description:
It was reported that during the insertion of an intraocular lens (iol) the surgeon started, then stopped and then started again as it appeared that the lens was not unfolding properly. The doctor could not back out the lens. Insertion was completed but then the doctor decided to remove and replace the lens with another lens. To remove the lens the incision had to be enlarged. The report indicated that ''user error'' by the physician was involved.

Manufacturer narrative:
(B)(6). The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at (B)(4) microscope magnification. Visual inspection revealed surface residuals adhered to both sides of optic body compatible with handling the lens in out of sterile environment. Also, one of the haptics is distorted. Based on the investigation cosmetic defects found in the returned lens are related to explant process and not manufacturing. Manufacturing records were reviewed from generation to boxing were in compliance. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Pt identification, age, sex ans weight : information not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.